Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving and unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that after the pump replacement (see manufacturer¿s report# 3004209178-2021-16457), the patient wasn¿t getting therapy. Today the patient was taken to surgery, and when they opened the pocket, they found fluid and when they moved the connector around, they could tell that it was leaking. The pump connector was replaced.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.